Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/19/2017 with the following findings: frequent low battery warnings observed in alarm history. The pump electrical current draws were tested and were within specifications. Moisture observed in display. Pump case is cracked near top right corner of display. Pump leaks at crack in case. Pump opened and moisture damage found on pcb.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture corrosion behind the display and a battery life issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.